Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 62429 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6), 2014 at 7:04 pm she stood up, felt "lightheaded" and then vomited. Customer performed a test using her adc blood glucose meter and received a reading of 198 mg/dl, which was higher than she felt. Customer self-presented to a local healthcare facility and was diagnosed with hypoglycemia and "cough and cold". Customer was treated with dextrose via intravenous infusion; and additionally, received an unspecified "steroid" and hydrocodone-acetaminophen 7.5mg/325 mg. There was no report of death or permanent injury associated with this event.